Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photo sample showed residual fluid inside the bladder of the device which suggested a possible underinfusion may have occurred; however, the photo did not show an image of reported leak. The reported condition of the underinfusion was verified; however, the leak could not be confirmed or refuted in the returned photograph. The cause of the underinfusion could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked and the inner balloon did not deflate properly during patient infusion. The device was filled with 3470mg fluorouracil in sodium chloride 0.9% having a total volume of 84ml. The expected infusion time was 168 hours (7days); however, after three (3) days, the device not deflating properly was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.